Event description:
It was reported that the "patient that was initially diagnosed with stenosis, underwent a plf at l2-s1. Approximately 24 months later it was found that l2 pedicle was broken. A revision surgery was performed to remove l2 pedicle screws with cutting rods at l2/3. No patient complications were reported."

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.